Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dents on the outer tube, scratches on the objective lenses, and stains under the cover glass a definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the dents on the outer tube and the scratches observed on the objective lenses was traced to component failure. For the customer-reported failure and the remaining findings, the most probable cause of the complaint could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had flickering image(s). The issue occurred during a diagnostic procedure during sedation (device outside patient), which was completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.